Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 06/20/2018 stating that electrograms from (B)(6) 2018 with times approximately 7:30am, 8:30am and 2:00pm, all had what looked like 60 cycle noise stored on electrogram which also was sensed by the device which recorded it as a ventricular tachycardia event. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).